Event description:
Additional information- revision surgery of (B)(6) 2016- failed right total knee secondary to polyethylene failure with metallosis. Subtotal synovectomy taking out all metallosis in this synovial tissue. The femur was also grossly loose and disassociated with the entire stem in one piece. The lateral condyle was essentially nonunion with significant bone loss all the way up past the lateral collateral ligament structures. The medial side ulcer showed a significant amount of osteolysis around the condyle so a decision was made to do a distal femoral replacement. The patient had no complications during the case. He was taken to the pacu without incident. There is no other information available.

Manufacturer narrative:
(H3) the revision reported may have been due to polyethylene wear of the tibial insert, which resulted in metallosis, osteolysis, and aseptic loosening of the femoral component as stated in the legal documentation. The extent and root cause of the reported prosthesis wear cannot be determined as the device(s) were not available for evaluation, and photographs of the explanted device(s), radiographs, and operative notes were unable to be obtained. However, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. These devices are used for treatment not diagnosis.

Event description:
As reported from the legal department, approximately 2 years post op the first revision of the right tka, this male patient was revised due polyethylene liner wear with resulting metallosis, osteolysis, and aseptic loosening of the femoral component. It is stated that despite undergoing the revision surgeries, patient experiences daily knee pain and discomfort which limit patient activities of daily living and recreation and impacts patients quality of life. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Common device name: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer - concomitants: 3685982 204-40-08 - stem extension 80l x20 mm. 3677256 208-01-04 - cc femoral sz 4. 3580612 208-05-04 - cc distal fem augment sz 4, 5mm. 3580616 208-05-04 - cc distal fem augment sz 4, 5mm. 2744026 208-06-04 - cc distal fem augment sz 4, 10mm. 3577482 208-06-04 - cc distal fem augment sz 4, 10mm. 2830365 208-08-04 - cc posterior fem augment sz 4, 10mm. 3580406 208-08-04 - cc posterior fem augment sz 4, 10mm. 3752636 208-09-05 - cc stem ext adaptor 5 degree. Aa5648r tpa-24 - cement restrictor large. Pending investigation.